Event description:
An advocate from italy called on behalf of the customer to report that within 5 minutes, they obtained blood glucose readings of 500 mg/dl, 327 mg/dl and 157 mg/dl with the contour meter. The customer did not present any symptoms of hyperglycemia. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in the customer's weight was not provided. The model # was not provided. This event is related to MDR # 1810909-2022-00154.

Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. No test strips were returned. Therefore, an in-house testing was performed with blood sample using the returned meter and in-house contour test strips from lot # 1fj3b06a, which gave a satisfactory performance.